Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Analysis was unable to test for blank display due to cracked and bleeding lcd glass.

Event description:
The customer reported via phone call that the insulin pump was only showing half of the display. The customer's blood glucose was 174 mg/dl at the time of incident. The insulin pump was returned for analysis.